Event description:
It was reported that the system 7 large battery is leaking during a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the system 7 large battery is leaking during a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported events (battery cannot be charged, does not run a handpiece, and is leaking) were confirmed. Based on the tech service report and inspection by stryker australia, a technician observed that the battery could not be charged. It was found that the battery housing was cracked, so it could not run a handpiece in this condition even if it was able to be charged. The battery was not able to be tested further. Battery information was not able to be offloaded. No other failure modes were reported. The device was placed in parts retention.